Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had a highly calcified aortic valve stenosis with a perimeter of 85.4 millimeter (mm). A pre-dilatation was performed with a 23 mm non-medtronic balloon (vacs iii) with good results. During the implant attempt, 2 instances of infold was reported. It was decided to remove the system and re-dilate with a 25 mm non-medtronic balloon (vacs iii) and reload the valve. Upon removal of the valve, the valve was observed to be infolded. The valve was reloaded but it was noted that there was significant wear on the distal nitinol capsule of the delivery catheter system (dcs). The system could no longer be used without risk of ligament complication so a new valve and dcs were used. The new valve was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34; product lot; product type: delivery catheter system; implant date; explant date product ID 23 mm vacs iii balloon; product lot; product type: dilation balloon; implant date; explant date product ID 25 mm vacs iii balloon; product lot; product type: dilation balloon; implant date; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was successfully loaded without a misload. On the first deployment attempt, the valve involded. A procedure delay occurred due to the infold. Per the physician, the patient's heavy calcified aortic valve contributed to the infold. The valve was reloaded on the delivery catheter system (dcs) and a capsule bend was noted.

Manufacturer narrative:
Updated a.3b, b.5, e, and imf code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Images were submitted to medtronic for review. Three static images were provided for review of the event description above. Fluoroscopy valve load inspection was not provided; thus, it is not possible to validate good load. During valve deployment, an infold was evident. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. It was reported that the infolded valve was removed and attempted to be reloaded. Of note, as stated in the instructions for use (IFU), if a bioprosthesis and catheter have been removed from a patient, dispose of both the bioprosthesis and catheter; do not attempt to reuse either component. Both the bioprosthesis and catheter must be replaced with new sterile components. Ultimately, the bioprosthesis and delivery catheter system were replaced and a new valve was implanted. In this case, since a fluoroscopy valve load inspection was not provided, it is not possible to rule out that a misload could have contributed to the infold. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.